Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 346 mg/dl, and he was treated with an insulin drip. The customer was experiencing nausea and vomiting. The caller mentioned receiving errors and motor alarms. Troubleshooting was performed. The time and date were incorrect, and assisted the customer to correct them. The basal and bolus history were correct. Reviewed the alarm history and found motor error and no delivery alarms. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the testing. Instructed the customer to change the entire infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and prime test due to faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to motor error alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.